Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the standby light of the system is brighter than the base illuminator after surgery. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and then the illuminator table were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator table. However, how or when the product became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service report was identified as related to this event. In the service report it has been noted that the date of first receipt by a company employee is (B)(6) 2016. (B)(4).